Event description:
It was reported that the patient had tried 3 of her 4 programs but continued to have issues with loss of bowel control. The patient also stated that she did not get proper education on the therapy. It was noted that the patient's 'nerves were not normal' on her right side, and she had to go through two trial surgeries as the lead was originally placed on that side. When a lead was placed on the other side she received some effect. The patient could not feel any stimulation sensation, and it was believed that the device had been inadvertently turned off, either by the patient or due to airport security. The patient was instructed how to turn stimulation back on and adjusted it to a comfortable level. The patient had an appointment scheduled with a new hcp to try to reprogram the device to have better therapeutic effect. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3093-28, lot# v855059, implanted: 2012 (B)(6). (B)(4).